Manufacturer narrative:
Follow-up #1: date of submission 07/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: a review of the pump¿s black box revealed frequent low battery warnings. The black box showed battery voltage immediately following a battery change is low. The pump¿s electrical current draws were tested and were within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.